Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 09 june 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also revised to address increased metal ion levels. Upon revision the left hip the patient was also found to have metallosis. There is no new information that would change the existing MDR decision. The complaint was updated on: 30/06/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl. Bilateral patient - both sides reported on one com as we have no information as to which products are for which hip. Both implanted (B)(6) 2007. Left side revised (B)(6) 2013. Right side revised (B)(6) 2014. Update 14 apr 2015 claimsuite, update claimsuite and scf for both sides received. Hip side for products, doi (B)(6) 2007, sleeve details, additional surgeon and hospital, reason(s) for revision: left component loosening - stem and pain. Reason(s) for revision: right component loosening - cup and pain. Corrected patient ID. Added file handlers details. Corrected failure code.

Manufacturer narrative:
Asr revision, asr xl, bilateral patient - both sides reported on one com as we have no information as to which products are for which hip. Both implanted (B)(6) 2007. Left side revised (B)(6) 2013. Right side revised (B)(6) 2014. Update 14 apr 2015 claimsuite, update claimsuite and scf for both sides received. Hip side for products, doi (B)(6) 2007, sleeve details, additional surgeon and hospital, reason(s) for revision: left component loosening - stem and pain. Reason(s) for revision: right component loosening - cup and pain. ((B)(6) 2015): update rec'd 09 june 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also revised to address increased metal ion levels. Upon revision the left hip the patient was also found to have metallosis. There is no new information that would change the existing MDR decision. The complaint was updated on: 30/06/2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl. Bilateral patient - both sides reported on one com as we have no information as to which products are for which hip. Both implanted (B)(6) 2007. Left side revised (B)(6) 2013. Right side revised (B)(6) 2014.

Event description:
Update nov 3, 2017: email notification from (B)(6) received. Updated date of revision. This complaint was updated on nov 7, 2017